Event description:
It was reported "iab catheter was subject to multiple helium loss alarms". Additional information states that the patient was transferred to another facility. The iab catheter continued to have helium loss alarms, the iab catheter was removed and it was decided to not replace it". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed zip-loc bag. Upon return, the teflon sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was connected to the short driveline tubing; no damage or abnormalities were noted to the inflation driveline tubing. The supplied short arterial pressure tubing was noted connected to the iabc luer. The stat lock stabilization device was noted on the hemostasis cuff. The bladder was fully unwrapped. Multiple kinks to the iabc central lumen were noted at approximately 42cm, 43.4cm, 47.7cm, and 58.2cm from the iabc distal tip. Dried blood was noted on exterior surfaces of the returned sample. No obvious blood was noted within the iabc helium pathway. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the bifurcate bushing. Upon microscopic inspection, an external leak occurred at the proximal end of the bushing and the appearance is consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 42cm, 43.3cm ,47.7cm, and 58.2cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "multiple helium loss alarms" is confirmed. During the investigation, an external leak was confirmed from the iabc bifurcate bushing. An external leak can cause the helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate bushing. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the release of those corrections.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab catheter was subject to multiple helium loss alarms". Additional information states that the patient was transferred to another facility. The iab catheter continued to have helium loss alarms, the iab catheter was removed and it was decided to not replace it". No patient injury or consequence reported. The patient's current condition is reported as "fine".